Event description:
It was reported that during a laparoscopic low anterior resection, an error 5 was displayed and the device became not to be activated in about 2 hours and a half in the first device. The blade was broken off when it was checked outside the patient. No pieces fell into the patient. A sizzling sound was heard from the shaft in the second device. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.